Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high thresholds and was unable to convert ventricular fibrillation (vf) during dft defibrillation threshold) testing; had to revert to external defib. The lead was explanted and replaced with a dual coil lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).